Manufacturer narrative:
H3: one device was returned for analysis in used condition. Visual inspection found the downstream occlusion (dso) seal was lightly bubbled and the air sensor was dented. The event history log (ehl) was reviewed and confirmed the customer¿s reported issue. The ehl showed many "high alarm displayed: downstream occlusion." Functional testing was performed, and the reported issue was confirmed. The cause was identified to be an uncalibrated dso sensor. The dso sensor was calibrated, and the device passed all testing. The dso seal and air detector were also replaced.

Event description:
It was reported that the device indicated occlusion. It is unknown if there was patient involvement. No patient harm/adverse event was reported.